Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt ¿under power¿ after charging on the night of (B)(6). Further clarified as patient felt electric shocks throughout her whole body (this was the only description the rep received from the patient). This arose spontaneously, without touch/event. The patient called the clinic in a panic because she was completely electrified. The hcp could not find any details when reading through the patient¿s system. Patient now has her stim back on during the day and at night she turns it off, with no symptoms and 90% pain reduction. Following review of the session report, technical services did not see anything unusual/abnormal at all in the reports. The ins was being charged properly, the impedances were good in normal range and there has been no reset. What was seen in the usage report was that the ins has not been on 100% of the time for the last few days, but I was already stated that the patient has been turning off the ins at night since the event. The cause was not identified. It was thought that the sensation does not come from the ins, because the current produced by the ins was in the ma range, which was very low and will be felt more locally, but can never rule that out with certainty. The patient has decided to activate the system only during the day and was afraid that she will be electrified again at night. Further stated that the complaints have not returned. For that reason, patient was advised this morning ((B)(6) 2023) to resume the stim during the night. After all, the patient knows how to turn off her stim if she does experience recurring problems. It was unknown if the event resolved. No surgical intervention occurred, nor was planned. Patient was alive with no injury.